Event description:
It was reported that they had two boxes that did not show early confirmation with blood flashing up the catheter. They had used them for over a year and had not experienced this issue except with this lot. The failure occurred while it was being used on a patient. Further attempts to gain access were unsuccessful, and the blown vessels required a compression dressing. The patient was a middle-aged white female. There was no patient harm.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.